Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg 230 mg/dl) and a correction bolus was delivered to address bg. During pump system check with tandem technical support, air bubbles were observed in the luer lock and the luer lock connection between the cartridge and infusion set was not straight/secure. In addition, customer used cartridge longer than labeled. Reportedly, the cartridge was changed and air was primed out of luer lock/tubing.